Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The personal diabetes manager (pdm) was reportedly not holding charge and was turning on and off. The pdm battery was at 45% and the patient reportedly gave insulin and the battery died. Additional information regarding the hospitalization was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
During a follow up call on 05february2024, additional information was provided. Additional information added to b5 - describe event or problem additional code added to h6 - adverse event problem health effect - clinical code e0109 convulsion/seizure.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 2.1 mmol/l (37.8 mg/dl). The personal diabetes manager (pdm) was reportedly not holding charge and was turning on and off. The pdm battery was at 45% and the patient reportedly gave insulin and the battery died. The patient reportedly had a seizure and fell on her wrist. The patient went to the hospital where x-rays were taken and it was determined the patient's wrist was not broken. The pod was removed at the hospital and received insulin injections for treatment. The patient remained in the hospital until a new pdm arrived at the hospital for the patient. The patient was released after three days.